Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the faradrive steerable sheath was visually inspected. Visual inspection noted no abnormalities. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath. The reported event was confirmed via analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure and a faradrive steerable sheath clear was selected for use. During the procedure, the appearance of air occurred inside the shaft of the sheath. After performing in the left superior pulmonary vein, there was a single particle of air within the shaft, and after several particles of air were able to pull out from the patient side when aspiration was performed, above 5cc of air was pulled out from the valve. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the appearance of air occurred inside the shaft of the sheath. After performing in the left superior pulmonary vein, there was a single bubble of air within the shaft, and after several bubbles of air were able to pull out from the patient side when aspiration was performed, above 5cc of air was pulled out from the valve. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.